Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and urethral hypermobility. It was reported that following insertion the patient experienced infections, pain, frequency, urgency, retention, dyspareunia, bleeding, and reoccurrence of prolapse following the procedure. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.